Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation and the patient experienced a pericardial effusion that required pericardiocentesis. After performing transseptal procedure and building a left atrial map on the carto 3 system, the physician noticed small pericardial effusion forming. There was no effusion prior to the transseptal on intracardiac echocardiography (ice). No ablations had yet been performed. The patient's blood pressure then dropped into the 60's mmhg systolic. The physician performed a pericardiocentesis, removing 400 cc of blood. The patient stabilized and the physician proceeded with the atrial fibrillation ablation procedure. There were no further issues during the case, the patient remained stable. The patient required extended hospitalization and was admitted overnight.